Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, place a new cover, diagnostic connector during preventive maintenance (pm). The fse completed the pm and performed a full calibration, functional testing and electrical safety checks to factory specifications. The iabp was returned to the customer and released for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the diagnostic connector cover was missing in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.